Event description:
Caller reported that the t:slim x2 pump battery was not charging, and a power source alert, alert 07, was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. Despite trying different wall adapters and charging cables, the issue remained unresolved, leading customer technical support to decide on replacing the pump. Since the pump was under warranty, the replacement process was initiated, and the caller was instructed on how to put the pump into storage mode and return the faulty device using a pre-paid label. Customer confirmed understanding of these instructions and the implementation of mdi as a backup therapy for insulin delivery.